Manufacturer narrative:
Product investigation summary: one 2.4/2.7mm variable angle locking compression plate (va-lcp) first mtp fusion plate (part 02.211.239 / lot 7843763) and five unknown screws (3 broken and 2 intact) were received. A device history record (DHR) review was performed for the returned plate. It was found to have been manufactured in november, 2014. A review of the DHR revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Further evaluation shows that these implants are part of the 2.4mm/2.7mm variable angle locking compression plate (va-lcp) forefoot/midfoot system. The first mtp fusion plates are specifically intended for fixation of fusions and nonunions of the first metatarsophalangeal (mtp) joint and fixation of fractures, osteotomies, nonunions, and replantations of the first metatarsal bone, particularly in osteopenic bone. The returned plate shows surface scraping and wear to the threaded holes. This condition is consistent with implant and subsequent explant approximately one year later and having withstood the forces of an extended nonunion. A review of the design drawing for the plate, and the probable screw family, was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that all six (6) screw heads were broken. A total of five (5) screws were returned by the facility on (B)(6) 2015 for manufacturer evaluation. During the product investigation, which was completed on november 18, 2015, it was discovered that two (2) of the explanted screws were in fact intact. The other three (3) received screws were broken as initially reported.

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of post-operative non-union is unknown. Additional product codes for this report include hwc. The original implant procedure took place on an unknown date approximately one (1) year ago. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: november 7, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp first mtp fusion plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a metatarsophalangeal joint fusion (mtp) procedure on the left side, approximately one (1) year ago. Patient was implanted with a 2.4/2.7mm variable angle - locking compression plate (va-lcp) first mtp fusion plate and a quantity of six (6) 2.7mm va locking screws. During a routine follow up visit, on an unknown date, six (6) broken screws and a non-union were discovered via x-ray. The head on all six (6) screws had broken off. The plate remained intact. The patient underwent a revision surgery on (B)(6) 2015 during which the plate and the heads and shafts of five (5) of the broken screws were removed. The surgeon was unable to completely remove the sixth screw. Only the head of the sixth screw was removed and the shaft remains in the patient. The patient was revised to a synthes mtp fusion plate and synthes screws. There was no delay in surgery and the revision was completed. This report is 1 of 2 for (B)(4).